Manufacturer narrative:
Please note that the following sections are being updated based on additional information provided by a penumbra sales representative on 01/16/2020: 1. Section b. Box 5. Describe event or problem the device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 1.3005168196-2020-00028.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a penumbra system 3max reperfusion catheter (3maxc) and a penumbra system ace 68 reperfusion catheter (ace68). During the procedure, the physician attempted recanalization in the target vessel with one pass using the 3maxc and ace68, but it was not achieved; subsequently, they were removed. Upon removal, the physician noticed that distal end of the ace68 and 3maxc were kinked. The procedure was completed using a non-penumbra microcatheter and a non-penumbra stent retriever (solitaire). There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the distal tip of the ace68 was stretched from approximately 130.0 thru 134.5 cm from the hub. The total length of the ace68 was approximately 134.5. Conclusions: evaluation of the returned ace68 revealed that the catheter was stretched. If the ace68 is retracted against resistance, damage such as stretching may occur. No other devices associated with the complaint were returned for evaluation; therefore, the root cause of resistance could not be determined. During the functional test, resistance was encountered while attempting to advance a demonstration 3maxc through the returned ace68 stretched distal tip and the 3maxc could not be advanced any further. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a penumbra system 3max reperfusion catheter (3maxc) and a penumbra system ace 68 reperfusion catheter (ace68). During the procedure, the physician attempted recanalization in the target vessel with one pass using the 3maxc and ace68, but it was not achieved; subsequently, they were removed. Upon removal, the physician noticed that there was a kink on the distal end of the ace68. The procedure was completed using a non-penumbra microcatheter and a non-penumbra stent retriever. There was no report of an adverse effect to the patient.